Event description:
Syringe verified clear, needle attached, and fluid withdrawn from visits of thiamine. After drug had been injected into bag, the needle was removed from syringe for a pharmacist verification. At this point, an unidentified substance, appearing wood-like in nature, was noticed jammed into the opening of the syringe. Bd needles and bd syringes used while preparing the thiamine bag. No pt info needed since product did not get administered to the pt. Dates of use: (B)(6) 2016.